Manufacturer narrative:
Per the clinic, it was reported that the patient experienced an infected scalp wound with wound dehiscence and subsequent extrusion of the receiver stimulator. Subsequently, the patient underwent revision surgery on (B)(6) 2017. During surgery, two dehisced wounds were found over the cochlear implant with purulent drainage and necrotic tissue found. The device was explanted and the cavity was debrided of necrotic tissue, including the underlying soft tissue capsule around the device and mastoid periosteum. The wound was then irrigated with an antibiotic solution and then closed. The patient was not reimplanted with another device. It was noted during surgery that the implant magnet was no longer in the implant pocket, and could not be located. The explanted device has not been made available for analysis, as of the date of this report. This report is submitted june 21, 2017.

Manufacturer narrative:
This report is submitted on june 2, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the device was explanted in 2016 (specific date not reported) due to an unknown reason.